Event description:
It was reported that the zimmer universal modular electric/battery double trigger handpiece didn't work with the cord or with batteries. This event did not occur during surgery, so there wa sno patient involvement.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.